Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Used after expiration - per the instructions for use: use the device before use by date. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the needle did not grab the link; a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The device was reportedly used after the expiration date. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, three unused, sterile devices with same lot number as reported device were returned for evaluation. The first sterile device tested failed step 3 of the testing memo plan. As the plunger was retracted, the anterior cuff disengaged from the anterior needle tip. There were two tabs prolapsed and one tab flat in the posterior cuff. The barb of the anterior needle tip was scratched. Based on all the information presented, there is no evidence of a manufacturing or design issue with the device. Since air deployment is largely uncontrolled with respect to the position of the handle relative to the plunger, there are variables that cannot be replicated. The anterior tip to cuff detachment on this device was believed to be a test artifact. Functional testing was successfully performed on the two additional sterile devices. Based on all the information presented, there is no evidence of a manufacturing or design issue with the device.